Event description:
The reporter stated the surgeon was inserting a 12.6 mm micl 12.6 implantable collamer lens and the lens was noted to be torn. The lens was partially inserted and was removed with no patient injury. The backup lens was implanted with no problem, the vault was great.

Manufacturer narrative:
(B)(4). Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found pieces of the lens optic and both haptics torn off and missing. Conclusions: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).